Manufacturer narrative:
Follow-up #1: date of submission 07/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2015 with the following findings: a review of the pump¿s black box showed multiple ¿o cartridge detected (cs 163) warnings. Investigation revealed that during the load step, the piston pushed up until cartridge was empty. The pump was opened and the force sensor pin was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.